Event description:
During a haematemesis procedure, the staff was attempting to clear the patient's airway using suction when the vacuum did not work at the end piece (yankauer). According to reports from the staff, the correct procedure was followed in attempting to re establish suction by removing the red braided vacuum hose and replacing it. Suction was immediately re established after replacement of the vacuum hose. The vacuum again did not work and staff removed the canister from the wall bracket and placed it on the patient's bedside locker. According to staff the vacuum didn't work multiple times during the resuscitation event. There were reports from the staff the outer canister was sharply knocked against the locker surface and that staff sharply hit the bottom of the container in attempts to re establish suction. Additionally, customer stated "according to hospital staff the patient died as a result of a failed resuscitation and co-morbidities, not as a result of the equipment used in the resuscitation attempt."

Manufacturer narrative:
A sample was not received and detailed investigation on the reported concern could not be conducted. A lot number was not provided and a review of the device history record was not possible. Our production and quality records were reviewed and no other similar incidents have been reported. With the amount of information available and the lack of a sample, the potential root cause cannot be identified. Since no other similar incidents have been reported and the issue cannot be fully investigated, a corrective action cannot be initiated. As a preventive action, we are including with this letter a copy of the product's instructions for use. The warnings section of the instructions for use includes information regarding premature shutoff of the vacuum that may occur if the canister is bumped and moved suddenly from a vertical position. The liner is angle sensitive and designed to stop the vacuum under these conditions.